Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a cracked case near display window corners were noted during the visual inspection. All buttons functioned properly. No button error alarms were noted. However, moisture damage was noted on keypad traces.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 209mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.